Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip was implanted and the delivery system will not be returned. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip opened after deployment resulting in increased mitral regurgitation (mr), requiring surgical removal of the clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One mitraclip xtr was implanted at a2p2, reducing the mr to 1. It was noted the third establish final arm angle (efaa) test was not performed prior to deployment. One day post procedure, transesophageal echocardiography (tee) showed the mr had increased to 4 and the clip arms had opened. The patient was sent to surgery where the clip was explanted. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: all available information was investigated, and the reported mechanical issue could not be replicated in the testing environment because only the clip was returned. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Per the intended use section of the mitraclip system instructions for use (IFU), the user is required to perform establishment of final arm angle. All available information was investigated, and the reported mechanical issue appears to be due to use deviating from the IFU by not performing the third efaa. It should be noted that patient effect of mitral regurgitation (mr) is listed in the mitraclip system IFU as a known possible complication associated with mitraclip procedures. The recurrent mr appears to be due to mechanical issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.